Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2007, pt had hernia repair surgery performed. During that surgery, a bard/davol ventralex hernia patch was surgically implanted into pt's body. On (B)(6) 2008, pt had hernia repair surgery. During that surgery, a bard/davol composix hernia mesh was surgically implanted into pt's body. On (B)(6) 2011, pt underwent an exploratory laparotomy, lysis of adhesions, and repair of a ventral hernia using a bard ventralex hernia patch. Attorney alleges chronic infection, adhesions, partial small bowel obstruction. Add'l surgery and medical treatment, "pain and suffering" disfigurement, migration, defective mesh.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided and no sample has been returned for eval. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00707 for info related to the ventralex mesh alleged to have been implanted on (B)(6) 2007. See MDR 1213643-2012-00706 for info related to the ventralex mesh alleged to have been implanted on (B)(6) 2011.